Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patients leads had migrated, surgical intervention took place on(B)(6) where the leads were repositioned. Therapy restored. Related manufacturer reference number: 3006705815-2023-01494.

Manufacturer narrative:
Date of event is estimated.